Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the aspiration didn't work due to the clogged line issue during a cataract procedure. The surgery was completed with another product. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).